Manufacturer narrative:
An inoperable implant due to not charging the device was reported to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced to address this issue. Therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that the patient did not recharge as recommended. Troubleshooting confirmed that the ipg was unable to communicate with neither the programmer nor the charger and deemed inoperable. Programmer displayed error message "ipg not found." Surgical intervention may be undertaken to address this issue.